Event description:
It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, after clip deployment, bleeding continued. Manual compression was applied to achieve hemostasis. There were no reported adverse patient effects. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not complete.

Event description:
During a stenting procedure on the subclavian, the protege everflex stent jumped and was deployed in the aorta. It deployed across the aorta into the subclavian. A second stent had to be deployed. No injury to the pt reported.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned with the plunger and locator wings in deployed positions. The exchange sheath was returned loose and unattached to the clip applier indicating the connection to the clip applier was missed. Internal components were found to be undamaged and properly positioned. The device was deployed without the exchange sheath resulting in the device functioning properly according to specification. A root cause related to the reported product experience could not be determined. No manufacturing or quality issues were detected. A review of the device history record for this lot did not produce any findings relevant to this report.